Event description:
My mom bought some contact cleaning solution that was 3% hydrogen peroxide contact cleaning solution, and I didn't read the label because I thought that it was a regular cleaning solution. It got into my eye and it stung and burned. So now my eye is all red. I was wondering how to get the redness out. When I go to put my new pair of contact lenses in, it burns and stings my left eye. The name of the contact solution is clear care 3% hydrogen peroxide triple action cleaning. It got into my eye. FDA safety report ID# (B)(4).